Event description:
Customer tested blood glucose level and received a result of 23mg/dl. The customer drank orange juice and ate some cereal. The customer tested again shortly after eating and received a result of 68mg/dl. Later the customer was unconscious and paramedics were called. When the paramedics arrived they checked pt's blood glucose level and received a result of 20mg/dl. The customer's device read 168mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspected device and replacement product was sent.